Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in a severely calcified coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the second inflation at 12 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and procedure was completed with another of the same device. There were no complications reported, and patient was in good condition post procedure.